Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up, the dyonics power system was plugged into a storz camera stack and it made bang and set fire to the stack. A non-significant delay was reported. There was no patient involvement.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluated revealed a loud bang when the device was being powered up. The device wouldn't turn on afterwards. The fuses were replaced and the same outcome happened followed by an electric spark in the power source port. It was determined the power supply was defective. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a power supply failure or a defective system controller pcb. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.